Manufacturer narrative:
The device was lost during transit and cannot be evaluated.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a pair of palodent plus forceps broke at the tip. The event outcome is unknown as of this MDR evaluation. Additional information is being requested.

Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.